Event description:
During a follow-up, the device was interrogated and was unable to communicate via bluetooth telemetry. However, the device was able to be interrogated using inductive telemetry. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received that a device reset occurred to reestablish the ble telemetry. The patient was in stable condition.

Manufacturer narrative:
The reported field event of interrogation issue was confirmed. The cause of the communication issue was consistent with a memory corruption, resulting in the loss of bluetooth (ble) connectivity.